Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the surgery was aborted due to the device not working.

Manufacturer narrative:
Updated rationale from serious injury to no report required. The reported failure cannot be confirmed. The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker germany; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received at stryker endoscopy, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. The technical service report is attached (see communication log), and indicates: "external repair - germany - passed for shipping 9/8/2018 repair details: fault: faulty stepper motor - unable to remove cassette" the reported event involving this failure and device could have been caused by: tolerance stack up issue (cassette/ tubing design), manufacturing/assembly error, use error. The failure mode will be monitored for future reoccurrence.

Event description:
Per additional information received, a replacement device was used to complete the surgery successfully with no medical intervention or adverse consequences, therefore making this event not reportable.